Event description:
A surgeon reported that an intraocular lens (iol) became stuck then damaged in the iol delivery system cartridge. The surgical incision was enlarged to facilitate removal of the damaged lens and placement of another iol. The pt did not suffer any complications.